Manufacturer narrative:
(B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified aortic intervention case, the hub of a flexor introducer sheath separated from the device. The anatomy was reportedly tortuous. Although the customer reported that the flexor hub separated upon removal of the device from another manufacturer¿s sheath, the customer also reported that the other manufacturer¿s sheath was used through the flexor sheath. Per the reporter, the dilator was reinserted prior to sheath removal over an unspecified wire guide. A new flexor sheath was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an unspecified aortic intervention case, the hub of a flexor introducer sheath separated from the device. The anatomy was reportedly tortuous. Although the customer reported that the flexor hub separated upon removal of the device from another manufacturer¿s sheath, the customer also reported that the other manufacturer¿s sheath was used through the flexor sheath. Per the reporter, the dilator was reinserted prior to sheath removal over an unspecified wire guide. A new flexor sheath was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 = UDI investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub of the sheath was separated from the shaft, with no sheath material remaining in the hub. The sheath flare was not damaged. The dilator was not damaged. A sealed/unused device was also returned to cook. The sealed/unused device was not damaged. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The extent of vessel tortuosity is unknown. Although the customer reported that the flexor hub separated upon removal of the device from another manufacturer¿s sheath, the customer also reported that the other manufacturer¿s sheath was used through the flexor sheath. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.